Event description:
Our rep. Is reporting to us that during a 3-portal knee arthroscopy/menisectomy, there were fluid management issues which led to some extravasation. The surgeon noticed that the pump was "making funny noises." He indicated that the display read 50 for the duration of the case. The pump moved two bags of saline into the joint in the first 5-10 minutes of the case. This caused fluid extravasation into the surrounding tissues (quad, supra-patellar area), and they had difficulty flexing the patient's knee; mobility was temporarily lost. They subsequently tore down the tubing, the pump returned to what they deemed normal behavior. The patient's leg softened toward the end of the case and the physician was not concerned. It added about 5 minutes of anesthesia time to the case. No extra hospitalization or precautions as the physician did not feel it was warranted.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. The performance and functional testing revealed that the device had a performance/component anomaly that may or may not have been contributory to the adverse event; we cannot tell; technique may also have played a role in the event. Outside of these considerations, we cannot discern a root or underlying cause for the reported adverse event. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.